Event description:
Perclose device was used to close the right femoral artery post cardiac catheterization. Physician noted some difficulty with the extraction of the device. Device failed to properly close the site. Another perclose was opened, deployed & successfully closed the site. No hematomas or bleeding noted from the site upon discharge from the lab.